Event description:
The following was reported to hamilton medical ag: during general check, modes are disabled. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
It was reported: "failure occurs during the general check. No patient was involved. Modes are disabled. Check settings alarm. Checked rtc found ok. Modes deactivated. Need activation key to rectify the machine issue. " correction: "the license key was activated, and now the machine is working normally. The device is returned to the customer for use.